Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The exact date of event occurred is unknown. The date entered in section b3 is per the customer report of "around may" from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer indicated that a healthcare professional (hcp) "amputated their toe due to the infection cause by lack of readings since the sensor stopped working." There was no report of death or permanent impairment associated with this event.